Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during first inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient was good post procedure.